Event description:
A hosp customer sent a voluntary medwatch to the MFR stating that this one meter "registered higher readings than other machines. The qa was okay, but the linearity range checked out high and out of normal range in one parameter." Facility also cited a pt result of a high reading when compared to a laboratory comparison. When the pt and lab results were plotted onto a clarke error grid, results fell into the "c" zone which is considered clinically significant. There was no info about medications, diet or technique and medical interventions, if any, were not divulged. There was no report of death or serious injury. The meter was replaced. There was no strip info provided. It was obtained from the ram dump of the meter's memory.